Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Since the product code and lot number are unknown, a 510k number cannot be provided.

Event description:
The customer reported to corporate product surveillance (cps) regarding an unknown bag in which it is too easy to puncture causing leaks and waste of IV bags. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available.